Event description:
It is reported that due to the incorrect iol (intraocular lens) power choice, the iol was explanted. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned lens found it be covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it to meet specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) intraocular lens (iol) explant. The lens has been received for return at the abbott medical optics (amo) in (B)(4) and has been shipped to the amo manufacturing facility in (B)(4). The evaluation is pending. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.